Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional information: it was reported that the patient underwent mesh revision on (B)(6) 2012 along with adjacent tissue transfer and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to mesh erosion and stress incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.